Event description:
Six months after index procedure: cag was conducted and thrombus was confirmed in the implanted cypher and distal to it. The physician tried to aspirate the thrombus, but the device could not reach the lesion. So only plain old balloon angioplasty was conducted and flow was restored. Five days after: the patient deceased due to hemodynamic circulatory failure.